Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia reflected as a ¿high¿ glucose reading on the pump shortly after a recent supply change and meal, with the glucose trend initially steady and then trending down during the call; troubleshooting included fluid intake, site change after verifying tubing function, and guidance to recheck blood glucose and ketones. Symptoms included lethargy and numbness. Outcomes included resolution with normalization of blood glucose and no hospitalization or alarms. Investigation included user counseling, review of infusion setup, and monitoring of glucose and ketones. Investigation of this case revealed no device malfunction or component defect identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.